Manufacturer narrative:
No patient information was provided. Due diligence has been performed to obtain additional patient information. To date, no further information has been received.

Manufacturer narrative:
Date of event: (B)(6) 2015. Date received by manufacturer: 03/16/2016. Conclusion / root cause: the blower assembly & motor controller (mc) pcba passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly and motor controller (mc) pcba. This report is being submitted as part of the remediation for (B)(4).

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the device alarmed and displayed blower temperature high. There was no patient harm reported.